Event description:
Resident was sitting at the end of her bed on the left side and fell. Inspection of bed noted that the structural steel component on the leg elevation had broken, which may have contributed to the resident's fall. No injury was noted to the resident. Bed was immediately removed from service and inspected by maintenance director noting the broken piece.